Event description:
The lay user/reporter called lifescan (lfs) in 2006 and alleged that her mother's lancing device cap was loose and would not stay on. The medical affairs specialist spoke to the reporter the next day, and obtained and verified the following information. The patient was unable to test on her meter for approximately 1 to 2 days, because her lancing device was not functioning properly. She takes lantus insulin as a set amount, however, her physician advised her to test her blood glucose before bed and if her blood glucose was low to take less (she did not have the exact amounts available). While unable to test, she did take the set amount of insulin. On the second day of not being able to test the patient became lethargic and almost fainted. Her daughter gave her orange juice and about 1 hour after the symptoms started her daughter drove her to the emergency room. Her blood glucose was tested upon arrival to the hospital and the result was 40 mg/dl. The patient was given more orange juice and something to eat. She has since seen her regular physician who decreased her dosage of lantus insulin. This complaint is being reported, as the lancing device issue was not resolved with troubleshooting. During the time the patient was unable to use the lancing device, the patient was treated for a hypoglycemic event. A replacement lancing device has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.